Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a stuck insulin cartridge during a routine supply change and was unable to remove it until attaching the connector, after which the cartridge was removed and the user proceeded to complete the change; the issue involved the reservoir component and aligned with a failure to disconnect. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.